Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient encountered a por message when they entered their therapy settings screen. The patient was able to dismiss the message and turn their therapy back on. The agent reviewed message meaning with the patient, and the patient stated that their implant was recently charged to 100%. Stimulation confirmed and comfortable, the patient will continue to monitor symptoms. The patient reported that they received a new handset after having noted issues and the agent assisted with the initial handset setup.